Event description:
On april 19, 2007, the customer reported to boston scientific corp, that during an endoscopic retrograde cholangiopancreatography using an extractor rx retrieval balloon (pt age and gender unk), the balloon "completely sheared off the catheter". The physician retrieved the balloon, with an unk snare, from the pt and the procedure was successfully completed with another of the same device. The pt's condition was reported as "fine".

Manufacturer narrative:
This device has been received; however, an evaluation has not been completed. Therefore, a failure analysis is not available and it is not possible to determine the relationship between this device and the cause for this event. A device history record review and the product evaluation are in progress. A supplemental medwatch report will be submitted after these activities are complete. The march 2007 15-month gi retrieval balloon complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.